Event description:
It was reported during the patient's second trial procedure that the patient had pulled the occipital lead (off-label) out of his body from his first trial procedure. As a result, the physician inspected the site and rescheduled the patient for his second trial.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.